Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-110mg/dl fasting. Verified test strips expire 08/31/2018. Customer's test strips are not being stored properly and opened vial date on (B)(6) 2015. Reviewed meter memory: 1: 69mg/dl fasting:yes. 2: 41mg/dl fasting:yes. Customer called with a concern her meter was reading lower than her expected fasting range of 100-110mg/dl. Customer just received meter and stated she performed 2 test on (B)(6) 2015 at 2:30 pm with results of 69 and 41mg/dl. Customer declined to troubleshoot meter and to review meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and tests strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage connditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-110mg/dl fasting. Verified test strips expire 08/31/2018. Customer's test strips are not being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: 69mg/dl, fasting: yes. 2:41mg/dl, fasting: yes, customer called with a concern her meter was reading lower than her expected fasting range of 100-110mg/dl. Customer just received meter and stated she performed 2 test (B)(6)2015 at 2:30 pm with results of 69 and 41mg/dl. Customer declined to troubleshoot meter and to review meter memory. No adverse event reported.